Event description:
It was reported that the patient presented in the operating room for right ventricular lead revision due to poor sensing. Variable r-ware amplitudes were noted. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The segments of lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.